Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "immediate occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings ¿ juvéderm vollure¿ xc injectable gel must not be injected into blood vessels. Introduction of the product into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers; for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and, possibly, evaluation by an appropriate health care professional specialist, should an intravascular injection occur (see health care professional instructions #13). Health care professional instructions: 13. If immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection. (See warnings section.)"

Event description:
Healthcare professional reported a patient experienced "immediate occlusion" after injection with 1 syringe of juvéderm vollure¿ xc in the nasolabial folds. The same day, patient received a treatment of vitrase. It is unknown if symptoms resolved. Healthcare professional believes "the occlusion may be related to the patient's previous nose job."

Manufacturer narrative:
(B)(4). The events of pain and skin discoloration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: adverse events per table 1: injection site responses by maximum severity in > 5% of subjects after initial treatment possible injection site responses post injection with juvéderm vollure¿ xc include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration.

Event description:
Further follow up with the healthcare professional revealed patient was treated with both vitrase and a prednisone taper on the day of injection after symptoms occurred immediately. Pain was also noted in the left nose and skin discoloration was noted in the nasolabial folds as well. Vitrase was given again the day after injection. Five and six days later, patient received a hyperbaric o2 treatment. Symptoms fully resolved approximately 2 months post injection.